Event description:
It was reported that during a lap sigma procedure, the teflon pad was loose. It did not fall into pt. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.